Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up medwatch will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Additional information: product surveillance contacted the hp's peritoneal dialysis nurse (pdn) and provided the results of evaluation. The pdn confirmed there was no patient injury or medical intervention associated with this report. No allegations were made against any of the homepatients dialysis products. Device evaluation: the device was returned and evaluated by the product analysis lab. The rite (return instrument test/evaluation) test was performed when the device was returned to the baxter (B)(4) facility for evaluation. The device passed the homechoice rite functional test and passed the homechoice rite electrical test. The cause of the increased intra-peritoneal volume (iipv) identified in the device log was determined to be insufficient drain -inappropriate programmed initial drain alarm setting. A service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through ((B)(4)).

Event description:
Four increased intraperitoneal volume (iipv) situations were identified in the log of a homechoice (hc) device. This is report 2 of 4. The iipv occurred on (B)(6) 2010 during drain cycle 3. The fill volume was 2000ml and the drain volume was 3949ml. The drain volume meets baxter?s iipv criteria. No patient injury or medical intervention was reported.